Manufacturer narrative:
Findings: unit received with missing segments due to open lcd zebra connector. Unable to perform functional test due to missing segments. Unit also received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump had a partial display screen. The customer's blood glucose level was 130 mg/dl at the time of the incident. The customer was informed that energizer aaa alkaline batteries are most effective. The customer was assisted with the issue but the blank display was not resolved. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.